Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle stimulation and had it reprogrammed. Boston scientific technical services (ts) referred the patient to physician. Additional information received which indicated that this lead was being turned off. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5 describe event or problem.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle stimulation and had it reprogrammed. Boston scientific technical services (ts) referred the patient to physician. Gfe response received which indicated that this lead was being turned off. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle stimulation and had it reprogrammed. Boston scientific technical services (ts) referred the patient to physician. Additional information received which indicated that this lead was being turned off. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, the lead was surgically abandoned due to history of phrenic nerve stimulation (pns) and reduced ejection fraction (ef). Furthermore, the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5 describe event or problem.